Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced difficult safety mechanism/needle disengagement (removal). The following information was provided by the initial reporter: this is a report about needle tip adhesion. According to the customer's report, when the hcp moved the needle inside the catheter to release the tip adhesion, there was a raspy hand feeling as well as a raspy sound.